Manufacturer narrative:
The cardiac c-reactive protein (latex) high sensitive reagent lot number was 87520001 with an expiration date of 30-apr-2027. The sample was checked, and no visual issues were noted. The field service engineer (fse) found that the cause was a clogged sample probe. He replaced the sample probe and performed adjustments. Air purge, mechanical checks, calibrations, qc, and precision studies were performed, and they were within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit. The cause of the event was a hardware issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with cardiac c-reactive protein (latex) high sensitive assay on a cobas c 503 analytical unit. Initial result: 23.6 mg/l (accompanied by a data flag). Based on the data flag that accompanied the initial result, the analyzer attempted the dilution, prompting the repeat of the sample. Repeat result: 0.000000 mg/l (accompanied by a data flag). The initial result was more consistent with the patient's clinical picture.